Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product history record did not reveal any manufacturing related nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. The device instructions for use (IFU)indicates, under precautions: the safety and effectiveness of the starclose se device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The IFU further indicates: do not deploy the clip in areas of calcified plaque.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of a non-tortuous, moderately calcified common femoral artery after an interventional procedure. Reportedly, after step 4 (clip deployment) the starclose se device got stuck and could not be retracted due to strong resistance while retracting. The access ports as well as the safety release button were used, however, it could not be removed from the patients anatomy. The physician then used strong force and could retract the starclose se device. Manual compression was applied for 1 hour as hemostasis was not achieved with the device. The physician applied manual compression for 1 hour to be sure that hemostasis was 100 % achieved. During inspection of the device, the clip was found in the sheath splitter and in tissue that was found in the clip. No bleeding continued after manual compression. Moderate calcification was present at the access site. There was no adverse patient sequela. Though requested, no additional information was provided.